Manufacturer narrative:
Corrected b5: fourth, fifth and sixth sentences. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture on electrograms (egm) along with intermittent loss of capture noted as well resulting in high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event. It was reported that red x was displayed under impedance and histograms in the remote monitoring network report. A ticket was created and the issue is under investigation. No patient complications have been reported as a result of this event. It was further reported that the rv lead exhibited undersensing resulting in inappropriate ventricular pacing at times.

Manufacturer narrative:
Continuation of d10: 5076-45 lead was implanted on (B)(6) 2011. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture on electrograms (egm) along with intermittent loss of capture noted as well resulting in high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.